Event description:
Reportedly, it was impossible to interrogate the device, even changing the programming head and the programmer. Last follow up on (B)(6) 2025 revealed no issue, battery 2.93 v- and 5-7-years battery. The device was changed with talentia dr, leads parameters found good.

Manufacturer narrative:
Please refer to the attached report analysis of the available patient files revealed: no overconsumption the expertise of the returned ICD didn¿t reveal over-consumption. -the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, it was impossible to interrogate the device, even changing the programming head and the programmer. Last follow up on march 2025 revealed no issue, battery 2.93 v and 5-7 years battery. The device was changed with talentia dr, leads parameters found good.

Event description:
Reportedly, it was impossible to interrogate the device, even changing the programming head and the programmer. Last follow up on march 2025 revealed no issue, battery 2.93 v and 5-7 years battery. The device was changed with talentia dr, leads parameters found good.

Manufacturer narrative:
Please refer to the attached report analysis of the available patient files dated (B)(6) 2025 didn¿t reveal overconsumption the expertise of the returned ICD didn¿t reveal over-consumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. - the battery analysis revealed 5 clusters were found inside the battery. 1 of these clusters was in contact with the cathode bridge, and lead to the fast battery depletion. - the battery failure is the root cause of the fast battery depletion.